Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing of a single atrial signal. Atrial intrinsic amplitude was noted to be out of range. The involved right atrial (ra) lead is a non-boston scientific product. No adverse patient effects were reported. This device remains in service.